Manufacturer narrative:
(B)(4). Initial report sent to FDA on 02/06/2015.

Event description:
Procedure: gastrectomy. According to the reporter, the surgeon was going across the duedenum, fired the instrument, squeezed twice. When he opened it, the staples had partially deployed and did not engage the tissue. Straight legged staples were still in the cartridge. Another device was used proximally to site. No tissue loss or damage, no extension of incision, no blood loss, no delay in surgical time, no fragment fell/left in cavity. Should additional information become available, a supplemental will be submitted.